Event description:
It was reported to bsc on 12/05/2006 that during an ercp "the cut wire broke." The pt gender and age is unk. It was also reported that the procedure was successfully completed using a second device and that there were no reported adverse effects for the pt.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.